Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that failure to cross occurred. The target lesion was located in the mildly calcified right coronary artery (rca). A 2.5x38 promus element stent was selected to treat the lesion; however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the device found the device was returned with stent damage. It was noted that the struts from the proximal half of the stent were stretched and bunched. This type of damage is consistent with the stent meeting resistance upon advancement/withdrawal. The ro markerbands and the tip of the device were examined and there was no damage noted. The profiles met the specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft hypotube break located at 81 mm from the hub. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).